Event description:
It was reported by the patient that she experienced pain off and on while treating with the spinalpak device. The patient wore the device for 23 hours. She did not call the doctor and called zimvie. The customer service representative advised the patient to stop wearing the unit for a few days, then conduct the time test. If pain persists, stop wearing the unit and call the doctor as soon as possible. The patient was advised to call back with any issues. No product was shipped. The patient later reported that when the pain was at it's worst it was at a level of 10, the pain and since subsided and is now at a level of 4. The patient stated she did not reach out to her doctor and is still treating. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that she experienced pain off and on while treating with the spinalpak device. The patient wore the device for 23 hours. She did not call the doctor and called zimvie. The customer service representative advised the patient to stop wearing the unit for a few days, then conduct the time test. If pain persists, stop wearing the unit and call the doctor as soon as possible. The patient was advised to call back with any issues. No product was shipped. The patient later reported that when the pain was at it's worst it was at a level of 10, the pain and since subsided and is now at a level of 4. The patient stated she did not reach out to her doctor and is still treating. No additional information has been received at this time. No product was received for evaluation.